Event description:
Additional information was received from a consumer and a manufacturer representative regarding the patient. It was reported that the patient received a new recharger, but the patient is still having troubles charging. The patient had been keeping a recharge diary which indicated that the patient had been receiving an average of 8 coupling bars. It was noted that it was taking about an hour to go from 50-75% charge. The recharger stats were reviewed, and it was noted that the patient was not really charging and there were multiple sessions indicating that the patient may have started and immediately stopped a session. Only 1 session actually shows that there are 8 coupling bars. The manufacturer representative was going to review recharging best practices with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was still having an issue with the recharger charging the ins. The patient explained that they had charged all night, but the recharger indicated the ins still needed to be charged; the ins was less than 25% charged and they were getting 8 coupling boxes as they had checked throughout the night when they would wake up. They also confirmed that they use adhesive discs to hold the recharger in place during recharging sessions. They were redirected to see their doctor if after continuing to recharge the ins for 1-2 more hours with 8 coupling boxes they don't see the ins charge progress. No symptoms were reported.